Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room (ER) with pain. Chest xray imaging was performed, and it was discovered that the ra lead had perforated. A lead revision procedure was performed, and the ra lead was explanted. No additional adverse patient effects were reported. The lead was retained by the hospital.